Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a motor stop and m3 alarm on the centrimag. The centrimag pump was changed. Related manufacturer's reference number for the centrimag blood pump in use: 3003306248-2021-05706, related manufacturer's reference number for the centrimag console in use: 3003306248-2021-05724.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated due to the reported event of the pump not rotating, causing an m3: pump not inserted alarm. However, the centrimag motor (serial number unknown) was not returned, no log files were associated with the reported event, and the cause of the reported event was determined to have been an issue with the returned centrimag blood pump. No issues regarding the motor were reported nor observed. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 8. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.